Event description:
Procedure type: lap gastric bypass. According to the reporter: the surgeon attempted to stitch the bowel with the device. When he tried to pass the needle from one jaw to the other, he realized the needle had come free from the instrument. He said he made a point not to touch the black release buttons on the handle of the device to ensure the needle did not premature from the instrument. There was no tissue damage or pt injury reported. No blood loss of more than 250 ccs, the case was not delayed more than 30 minutes. The needle was retrieved from the cavity.

Manufacturer narrative:
(B) (4). (B) (4).